Event description:
Customer reported receiving inaccurate, erratic readings. In blood glucose tests, customer received readings of hi (over 500), 144, 128, and 138 mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically ssignificant. There was no report of death, serious injury or mistreatment associated with this event.